Event description:
It was reported that during routine maintenance, it was observed that the attachment device was "overheating." The device was not used in surgery. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that this report is a duplicate report of MFR# 1045834-2013-23112. Please reference 1045834-2013-23112 for all relevant information regarding this event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.